Event description:
Info rec'd indicates the function controls are not working on the bed.

Manufacturer narrative:
The technician isolated the tissue to fluid ingress onto the power circuit board. He replaced the power circuit board to repair the bed.